Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient¿s interstim was turning off intermittently. The patient noted they were just adjusted in the office in june. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that on (B)(6), 2018 their bladder spasms and ¿am & pm incontinence¿ returned, so they made sure it was still ¿on¿ only to find it off. The patient did not know what could have led to this as nothing in their life had changed. Troubleshooting included simply turning it back on. For a couple of weeks they made sure it was on daily, and their symptoms are back as of (B)(6), 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that she hears the alarm go off on occasion when she goes through the security gates at (B)(6) and that the device is not working as"...I'm living in wet diapers and pissy pants." Patient states she is having "night time/nocturnal incontinence all the time now".no further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported a loss of therapy. They reported a couple of days ago, or the past week or so they had to wear pads and they were having trouble with daytime incontinence. It had been like this before, then they got this thing and they couldn't pee, sometimes it took 45 minutes to pee. They were able to sync on the call and reported stimulation was off at 5.8v. They turned stimulation back on, but claimed the stimulation was turning itself off and it had been for the last week. They patient didn't think they had accidentally turned it off. The patient was instructed to turn stimulation on and let the patient programmer screen go blank they then synchronized again and said the stimulation had turned off and they were sure they did not press the stim off button. The patient mentioned they had an unrelated surgery in december and that their dog had hit them flat on their sacrum in 2019. They were redirected to their healthcare provider for this issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that dealing with symptoms since 2013, they have had like 4 surgeries with these implants now. Pt said they (their implants) last 7 months because they've had a lot of trauma due to car accidents. Previously, pt had worked with an hcp at the arizona institute of urology, who had put the first two in and like within 7 months (event date asked/unknown, pt "wants to say it was 2017"). Pt said when they went to the doctor, the rep checked the batteries and said the battery is gone (or off pt was difficult to understand), there was no connection so the doctor redid the one on the right side. Pt said, again it worked great for about 7 months, the symptoms started up again just like it did in the very in the beginning. Pt said they used to have only night time symptoms but as the weeks went on pt started having bladder spasms during the day and got to where pt was peeing every 20 minutes. Another doctor told them they have a diabetic bladder. Pt said "diabetics have these bladders that overflow" so after 3 years of physical therapy, every medication possible, 2 surgeries, botox, the doctor told them sorry but there was no solution. Pt asked to have their bladder taken out and their hcp referred them to another hcp. The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.